Event description:
A multicenter retrospective analysis of 847 patients receiving adcon-l was conducted at 10 clinical centers. Individual pt data was obtained from the case report forms for pts noted to have had an adverse event. All pts receiving adcon-l underwent a primary, uni-lateral lumbar root decompression. In 1999, the pt underwent a primary right l3-l4 spinal root decompression. On event date, the pt presented with pain at peri-incision area. The investigator noted the event as moderate in intensity. Action taken was pt started on lodine 400 xl and four weeks tens unit. The event resolved with treatment in 5/00. The investigator noted this event as unrelated to the administration of adcon-l. The investigator noted a possible explanation for the event as unknown.